Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain is like a shooting, stabbing, pinching pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion hospitalization), bacterial vaginosis ("I never had bv before essure but since essure I have had it many times") and hot flush ("still am currently experiencing hot flashes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower and bacterial vaginosis outcome was unknown and the hot flush had not resolved. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered bacterial vaginosis and hot flush to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- bacterial vaginosis, hot flashes. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received- new events I never had bv before essure but since essure I have had it many times, still am currently experiencing hot flashes were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain is like a shooting, stabbing, pinching pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required), bacterial vaginosis ("I never had bv before essure but since essure I have had it many times"), hot flush ("still am currently experiencing hot flashes") and non-consummation ("not sexually active"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower and bacterial vaginosis outcome was unknown and the hot flush had not resolved. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered bacterial vaginosis, hot flush and non-consummation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain is like a shooting, stabbing, pinching pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required), bacterial vaginosis ("I never had bv before essure but since essure I have had it many times"), hot flush ("still am currently experiencing hot flashes") and non-consummation ("not sexually active "). The patient was treated with surgery (laproscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower and bacterial vaginosis outcome was unknown and the hot flush had not resolved. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered bacterial vaginosis, hot flush and non-consummation to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 23-mar-2020: upgraded to serious incident ,fu-up 4,5 and 6 processed together. On 23-mar-2020: social media: new reporter and event haven't had sex, fu-up 4,5 and 6 processed together. On 23-mar-2020: social media: new reporter and event haven't had sex, fu-up 4,5 and 6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.